Manufacturer narrative:
E1: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva was leaking. The following information was received by the initial reporter in chinese with the verbatim: when the nurse was injecting liquid, she found leakage at the connection between the extension tube and the indwelling needle.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva was leaking. The following information was received by the initial reporter in chinese with the verbatim: when the nurse was injecting liquid, she found leakage at the connection between the extension tube and the indwelling needle.